Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone issue with the pump. The reporter denied issues with the vibratory feature of the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: there was no audible tone at piezo activation. The pump was returned with the following audio settings: normal and audio bolus set to high, temp basal off, alert/reminder/warning/alarm error set to vibrate. The pump was opened; a piezo contact alignment failure was observed. Unrelated to the complaint, the display was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper traveling toward the case seal.